Event description:
It was reported the device displayed -no cassette attached- error. No patient injury was reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the seals, labels, and physical condition were all intact upon receipt. Error codes were found in the ehl (event history log) multiple times. The customer reported problem was not duplicated during the investigation. The root cause of the reported problem is unknown. Recommended the downstream sensor to be replaced as preventive action. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.